Event description:
The customer reported that approx 30 minutes into an antibiotic infusion (flabyl) on a cvc access, they noticed a leak from the proximal smartsite. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.